Event description:
It was reported that the subject device had fractured optical fiber connector. The issue was identified when inspected at the time of set up before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: loose light guide bundle connector. A root cause could not be identified. Based on the results of the investigation, it is likely the loosening of the light guide bundle connector may have resulted in the malfunction. However, after being reattached, the reported malfunction by the customer was not detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.